Manufacturer narrative:
Additional equipment involved: hoyer hpl402, electric patient lift, product code: fsa. (B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, "resident was sitting in a hoyer classics amputee sling and staff was lifting her to bed. The sling was not positioned properly and resident fell from the sling from a few inches off the chair". The resident sustained a laceration to the back of the head. Complaint# (B)(4) were entered into our system to have the sling returned to joerns for investigation. As of this writing, the sling has not been returned.